Event description:
In the process of preparing to setup for an MRI scan on a vented patient, a large ferromagnetic air tank slowly became lodged against the side of the MRI magnet after being brought into the MRI scan room as an attached component to the MRI safe ventilator. Parties that participated in the set-up include: the MRI technologist, respiratory therapist and rn caring for the patient. There was no injury to patient or staff. The MRI magnet was ramped down and the air tank safely removed without quenching, further incident, or damage to the magnet. The yellow air tank had been seated in an MRI safe portable holder which was labeled as such before being brought into the scan room. The tank was supposed to be color coded, yellow top with silver body and aluminum to be MRI compatible. The air tank is a m size supplied by (B)(4).